Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Device diagnostic testing during implant surgery was within normal limits. Revision surgery was performed during which the surgeon removed the lead connector pins from the generator header. The surgeon vented the back pressure in the header before re-inserting the lead connector pins and ensured that the pins were all the way in. Device diagnostic testing following the revision surgery was within normal limits. It is apparent that the lead connector pin was not properly connected to the generator at the initial implant surgery.